Event description:
It was reported to philips that the device had a soft key on the control panel that was not working. There was no reported patient or user involvement and no adverse patient/user impact.